Manufacturer narrative:
Details of complaint: on 09/14/2020, the customer at dr. (B)(6) hospital reported the following issue with org-9110a; (B)(6), from patient monitoring: the org was showing communication loss for all monitored transmitters. Investigation summary: the root cause of the issue could not be determined as customer stopped communicating after the initial call. The overall risk of this event, taking into consideration of severity and probability, is "medium". Although the severity was moderate given that the malfunction occurred while in patient use , the probability of the malfunction recurring is remote. Hence, the reported issue does not require further in. Additional device information: d10: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that their multiple patient receiver (org) is showing communication loss for all monitored transmitters.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is showing communication loss for all monitored transmitters. The customer also reported that when they checked the org closet they noticed that the org in question was not showing that it was powered on. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multiple patient receiver (org) is showing communication loss for all monitored transmitters.